Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the charged coupled device unit (r-unit) was broken which led white dots in image. The most probable cause of broken charged coupled device unit is traced to component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited broken charged coupled device unit (r-unit) and white dots in image. There was no patient involvement.